Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi received the iesu for failure analysis investigation. The unit energized and cauterized, and all ports recognized instruments. Multiple m-36 errors were observed in the logs.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the user could not activate bipolar energy. The customer had replaced the instrument cable and instrument, but the issue was not resolved. The intuitive surgical, inc. (Isi) technical support engineer (tse) suggested the customer to clarify if the arm number was displayed properly on the integrated electrosurgical unit (iesu), reboot the iesu or switch to a different bipolar port. The customer called back and reported that the issue reoccurred after a system power cycle. The customer also switched to the upper port. The reported issue was resolved by switching to the lower port again. The procedure was completing as planned with no reported injury. Isi performed follow-up and obtained the following additional information: the pulmonary lobectomy surgical procedure was completed with the third-party ft10 generator as bipolar energy was not available with the iesu.